Event description:
The pt reported a crack on the left side of the display screen of his insulin infusion device. He stated the device has not been dropped. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.